Manufacturer narrative:
In an additional gfe response from the customer received on 10feb2026, it was confirmed that the software reinstalls had been completed and the device was returned to service.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button on the front bezel did not work. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that because the accept button was intermittently working, they could not get into diagnostic mode. The customer informed the remote service engineer (rse) that they replaced the power switch overlay and user interface (ui) printed circuit board assembly (pcba), but the issue persisted. The rse advised the customer to swap displays with another unit to see if the problem resolves. If it does, then it was advised to replace the switch pcba cable. If the issue persisted following the display swap, it was advised to replace the central processing unit (cpu) pcba. The customer was informed of the reprogramming steps needed if the cpu pcba is replaced. In a good faith effort (gfe) response from the customer received on 11dec2025, it was provided that the customer had completed the advised display swap from a known working ventilator, but the issue did not resolve. The customer confirmed that a replacement cpu pcba would be ordered. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer, it was confirmed that the central processing unit (cpu) printed circuit board assembly (pcba) had been replaced and had resolved the device issue. The customer stated that the device had not yet been returned to service, as they needed to complete the software reinstall and a performance verification test (pvt). Confirmation of these being completed is pending an additional gfe. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part being received at the customer site, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.